Event description:
It was reported the patient's blood glucose level read high (>27.8 mmol/l, >500 mg/dl) while wearing the pod between 5 and 24 hours. The patient noticed insulin leaking. When removed from the infusion site (abdomen), the pod's cannula was found to be dislodged and it also appeared to be bent. As treatment, a manual correction was given using an insulin pen and a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received partially deployed, as the formed needle was extended past the bottom housing window. No timeouts or drive stalls were observed. The formed needle was not properly seated into the slide retract. Inspection of the slide retract found damage due to the incorrect installation of the hard cannula. No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.